Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the second side of the device was difficult to deploy. Furthermore, the carrier would not hold in the tissue. The entire device was removed and the procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed no damage to the delivery device. Functional analysis revealed that the release mechanism operates as intended. It was noted that the mesh was unraveling near the carriers.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the second side of the device was difficult to deploy. Furthermore, the carrier would not hold in the tissue. The entire device was removed and the procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".